Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that water spilled in auxiliary drawer, caused cubie failure and ejection. A field service engineer (fse) found a small amount of water under pocket a1 in both auxiliary 4.1 and 4.2. Although cleaning was attempted, some hidden water remained. The drawer was replaced, and functionality was successfully tested in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary water spilled in drawer, caused cubie failure, failed storage space and cubie ejection. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section d unique identifier (UDI) and section h imdrf annex c, d codes. This supplemental MDR was submitted to reflect the correct imdrf annex codes and UDI.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary water spilled in drawer, caused cubie failure, failed storage space and cubie ejection. There was no delay, no adverse events or injuries reported based on this event.